Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. Fluid was observed leaking from a pinhole balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the rupture occurred due to interaction with lesion calcification or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was an unknown issue with the 3.0 x 60 mm armada. The device was prepped outside the anatomy prior to use without any issues. A second balloon was used to complete the procedure without any adverse patient effects or clinically significant delay. No additional information was provided. Device analysis revealed fluid was observed coming out from a pinhole rupture in the balloon.